Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4. Visual examination of the returned product identified dovetail feature exhibits minor damage (barely flared out on one side) the extractor slot and articulating surface (condyles) show little to no damage. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). D10 - concomitant devices - nexgen stemmed precoat cemented tibial component size 5 catalog #: 00598004701 lot #: 66194519. E1 - the hospital where the event occurred at was (B)(6) hospital, g2 - report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that there were no issues seating the articular surface trial. However, while the surgeon attempted to seat the articular surface implant, the device could not be seated. Another articular surface implant was used to complete the procedure. No adverse events were reported as a result of this malfunction.